Manufacturer narrative:
Field service engineer contacted the facility biomed and by phone walked through the troubleshooting steps and determined there was no infimed monitor failure. Biomed had previously reseated the sim memory chip on the mother board and this corrected the problem, the computer would boot properly. Customer reports the urology suite is functioning, with no reported issues.

Event description:
On (B)(6): customer reports staff could not get the urology room computer to function. Facility does not have a back up room. Procedures canceled. No report injury.